Manufacturer narrative:
Results of investigation: the vyaire medical manufacturing plant received a bellows and water trap set, that reportedly is from the same lot as the suspect device that was involved in the reported issue which was discarded by the customer. An evaluation of the component did not duplicate the reported issue. The bellows and water trap set passed a visual inspection and leak test and no holes were observed. A device history record (DHR) review was performed and no issues were found.

Manufacturer narrative:
(B)(4). Carefusion has received a suspected component from the same lot used in the reported issue, a bellows and water trap set, for evaluation. Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that their 3100 ventilator was in use on a patient when the unit began to screech loudly from an area near the piston and the unit failed to maintain the set mean airway pressure (map) and amplitude. The patient was disconnected for the equipment and manually ventilated. The ventilator was changed out and there was no patient harm/injury associated with this reported issue. The customer stated that they already threw away the patient circuit that was involved with the incident, but they reviewed their stock of ventilator circuits that were received under the same lot number and believe to have found a defective circuit that may be related to the reported issue. The customer stated that in the rubber portion of the circuit bellows, they see what appears to be tiny pin holes.